Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a reverse shoulder procedure the pin blocked the opening to the resection guide and fractured. The patient did not retain any foreign body and the surgery was completed with another device.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event could not be confirmed as reported. The product was visually examined. The item does not appear to have any fractures as was initially reported. Clarification from (B)(6) confirmed that the pin became stuck within the resection guide. There is what appears to be galling noted about 1 centimeter below the threads of the pin, thus this was able to be confirmed. This is likely where the pin became stuck in the resection guide. Dimensional analysis found the product to be conforming. The device history records were reviewed and no discrepancies were identified. A review of the complaint history determined that no further action is required. A root cause was unable to be determined.

Event description:
It was reported that during a reverse total arthroplasty procedure, the pin became stuck in the resection guide. Another device was utilized to complete the procedure. No adverse events have been reported as a result of this malfunction.